Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the device was not cutting properly; the control bar was out of position. The control bar position was adjusted and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that, during surgery on (B)(6) 2023, device cut inconsistent/uneven across patients left thigh. No sutures were needed for wound treatment. Another skin graft was required since original dermatome did not cut skin correctly, and another device was used. Patient was involved and considered to experience a serious injury since an additional graft was needed. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that, during surgery on (B)(6) 2023, device cut inconsistent/uneven across patients right thigh. Patient was involved but no serious injury, harm, or delay were reported. Due diligence information complete. No additional information available.